Manufacturer narrative:
The reliability analysis inspected 1 opened and or used enlite sensor and found sensor broken missing broken par. It was unable to be confirmed that the customer received sensor damage due to customer having returned opened and or used

Event description:
It was reported that the customer had issues with their sensor. It was reported that the customer received sensor errors and calibration errors. The customer's blood glucose level was reported to be 136.8mg/dl. Troubleshoot was reported to be conducted. It was reported that the sensor would be replaced and returned for analysis.